Manufacturer narrative:
The investigation for the reported access site bleeding and limb ischemia has been completed. The impella device was not returned for evaluation. However, clinical information provided was sufficient to determine the root cause. The root cause of access site bleeding was determined to be use issue because the bleeding was resolved after repositioning sheath was re-sutured. Hence, the root cause of the issue is determined to be use issue due to lack of proper technique in closing the access site. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Event description:
The us complainant reported the 82-year-old male patient had access site bleeding and manual pressure was held. The repositioning sheath was re-sutured and a c-clamp was applied to the groin. Additionally, the staff were having issues obtaining distal pulses on the access site leg. External bypass was given as an option to help obtain distal flow to access leg if perfusion to limb became a concern.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿